Manufacturer narrative:
(B)(4). Attempts were made to gather thorough event information during complaint processing; no further information could be obtained. The returned guidewire had its coil wire elongated originating from the proximal solder located at 280 mm from the tip and became tangled. Approximately 225 mm distal to the proximal solder, the core wire was found fractured. The proximal side of the core wire was slightly curved and had circumferential cracks on the shaft, indicating the core wire became fractured by repeated bending force. The coil wire remained unfractured and the ball tip remained attached on the distal end. Coil elongation started at approximately 48 mm from the tip. Under the elongated coil wire, the inner coil wire was exposed at approximately 55 mm from the tip. Proximal to the inner coil wire, fracture of the core wire was found. The distal side of core fracture also showed circumferential cracks found on the proximal side. Measuring the length of the core wire suggested the entire guide wire was returned. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and the investigation outcome, it was presumed that the guide wire was trapped by the calcium or tortuous/circumflexed vessel when bending force exceeding the product design limit was inadvertently applied with wire manipulation. The force was assumed to contribute to core wire fracture. Coil wire elongation was assumed to be occurred during wire removal. There was no indication of product deficiency. When the device was returned to the manufacturer, reportable malfunction was recognized; thus, the date of awareness was considered as the date the device returned. Instructions for use states that: - [warnings] never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action; - [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, - [malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
Reportedly, the subject guide wire became stretched in the coronary artery during a pci. It was able to remove from the anatomy. The lesion was a moderately tortuous, heavily circumflexed, and heavily calcified total occlusion in the rca. When the device was returned to the manufacturer, it was recognized that the core wire of the guide wire fractured. Although no patient harm was reported, it is considered to cause or contribute to patient harm if it were to recur.